Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for further evaluation. The reported defect was not confirmed. Although the reported defect was not confirmed, incidents of cracked/leaking valves can be caused by several factors, including but not limited to the product being subjected to aggressive solvents/drugs, excessive mechanical stresses (over-tightening), or other various unforeseen circumstances during the clinical application. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Although it was confirmed that the device involved is not available for evaluation, the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available. It should be noted that two possible lot numbers were provided: lot number: 0061682077, production date: 06/26/2019, expiry date: 05/31/2022; lot number: 0061684182, production date: 07/11/2019, expiry date: 06/30/2022.

Event description:
As reported by the user facility: it was reported that the product leaked chemotherapy doxorubicin. No injury reported.